Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. The arctic sun 5000 was evaluated upon receipt. No remarkable damages. (Arctic sun 5000) no error code observed. During the evaluation it was found that the flow meter had failed. Flow meter was replaced. Functional checks were performed. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a flow rate test result was out of range -362 ml/min. Per review of wo on 23jun2025, there was no patient involvement.